Event description:
Large 3.5 cm bladder stone formed on portion of urolift device that was floating in bladder. Urolift device appeared to be nidus for bladder stone formation as patient was emptying his bladder completely. Urolift device had been placed in right lateral lobe of prostate by outside urologist in mid 2020 and started developing symptoms from bladder stone 6 months later. FDA safety report ID# (B)(4).